Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, full front panel functionality testing and analysis testing without duplicating the report. The front panel membrane was replaced as a precaution. The device was recertified and returned to the customer. The clinical data file was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.